Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2016. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for other indications and while hospitalized, experienced peritonitis. The patient was treated with unspecified medications. The patient reported it was unknown if they were recovered from the peritonitis event and pd therapy was ongoing. On an unreported date the patient went to rehabilitation and was discharged home two days prior to receipt of this report. No additional information is available.